Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced vomiting, diarrhea, diabetic ketoacidosis and high blood glucose level. The patient self-treated it with an insulin injection and changed the pump site. The patient went to the emergency room and was subsequently admitted to the intensive care unit. Patient's blood glucose level upon admission was 441 mg/dl. The patient received intravenous drips in the hospital. The patient was using bottom and stomach as insertion sites where the patient had scarred tissue. Upon removing the set, the cannula was found to be bent. The infusion set had been in use for a couple of days. The patient had been in the hospital for two days and was still there at the time of this report. Patient's blood glucose level at the time of this report was 408 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.